Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Carcinoembryonic antigen (cea) analyte application manual states under limitation of the procedure: specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for carcinoembryonic antigen. The most probable cause of the reported event was patient blood possibly had human anti-mouse antibodies causing interference.

Event description:
A customer reported that they that believed they were having interference with a specific patient's carcinoembryonic antigen (cea) samples on their aia-360 analyzer. The customer reported the patient samples were 24.2 ng/ml on (B)(6) 2016, 4.0 ng/ml on (B)(6) 2016, and 21.3 ng/ml on (B)(6) 2016 with a sample repeat result on the aia-360 of 21.1 ng/ml. The customer sent the sample out for testing by an outside lab and the result was 1.8 ng/ml. Technical support (ts) discussed with the customer the cea test file which stated that human anti-mouse antibodies (hama) may show falsely elevated values when tested for cea. Additionally, ts sent the customer the procedure to treat the specimen with mouse igg and to run the sample to determine if the patient serum contains hama interference. However, the customer declined and continued to send the one patient's samples out to the reference lab. When the patient returned for another lab draw for cea, the instrument gave a result of 25.7 ng/ml and the reference lab reported 2.2 ng/ml. There is no indication of any patient intervention or adverse health consequences due to this event.